Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hair loss occurred. The relationship of the hair loss to the taxus express2 stent is unknown. Additional information was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.